Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 359 mg/dl with large ketones, abdominal pain, extreme drowsiness, blurred vision, extreme thirst, excess urination, and nausea. A loss of prime occurred with at least 3 different cartridges from 2 different boxes. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Product analysis: the device was returned and evaluated by product analysis on 02/05/2016 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple loss of prime alarms. The total daily dose history was appropriate for the user programmed deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was found to be within specification. No damage or defect was found to the pump¿s force sensor components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.